Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, when the lead reached the left vein, the lead impedance was too high and the patient felt uncomfortable. The physician removed the lead and a different lead was implanted. No patient complications have been reported as a result of this event.